Manufacturer narrative:
The company rep observed the electrical test failure code #52 in the fault log. He was unable to duplicate the reported problem. As a precautionary measure, the drive transducer manifold was cleaned and calibration checked. The iabp was performance and safety tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp generated an electrical test failure code #52 (drive transducer failure) four times on power up. The iabp was replaced and therapy was initiated. No patient injury was reported.